Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that a poor communication message was seen on the patient programmer. The hcp tried using the patient programmer and clinician programmer 8840 but a connection could not be established. It was noted that the patient could not feel stimulation. The patient was also planning on receiving an MRI for her ms which is unrelated to the device/therapy. Additional information has been requested regarding the troubleshooting that was performed and cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the battery was dead. The battery was exchanged on (B)(6) 2016. The poor communication and loss of stimulation issues had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.